Event description:
Smiths medical insulin syringes (1ml and .5ml 28 gauge by 1/2) leaving a reddish discoloration on medicine vial stoppers after inserting and removing needle. Visible discoloration of some of the needles is obvious. Dates of use: (B)(6) 2013.